Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported for right side "pain", "when squeezing the breasts, patient feels that prosthesis sinks and expands again, as if there is air inside", "terrified with the possibility of having a cancer", "capsular contracture grade unknown", "there was a leakage of fluid". The device remains implanted.